Event description:
It was reported that during an ipg revision procedure (MFR number 3006630150-2021-01889), the physician was having difficulty inserting the lead to the new ipg. It was noted that one contact on the lead had high impedance. The patient underwent a lead explant procedure. Additional information was received that the explanted lead will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an ipg revision procedure (MFR number 3006630150-2021-01889), the physician was having difficulty inserting the lead to the new ipg. It was noted that one contact on the lead had high impedance. The patient underwent a lead explant procedure.